Event description:
It was reported that the tip of the pituitary was broken. No additional information is known.

Manufacturer narrative:
(B)(4). The moving part of the jaw is broken at the lever of the articulation. The breakage occurred at the section which is the most loaded when grabbing tissues with the jaws. No pre-existing defect has been identified at the level of the broken sections. The damages are consistent with applying excessive loads to the instruments. Some investigations have been performed on the design of the pituitary and the curved scissors which have found that due to the delicate nature and the variety of uses for this instrument, the root cause is determined to be due to wear over time as this may require the use of greater force on the instrument which could lead to breakage. Wear can also occur sooner if the surgeon is using the instrument for purposes other than the intended use. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.